Manufacturer narrative:
The pump was received with a flashing medtronic logo. Unable to verify stuck button alarm (error 61) due to flashing medtronic logo. Unable to perform the displacement test, rewind test, prime/seating, basic occlusion test, force sensor test, sleep current measurement, active current measurement, and self-test due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. The following were noted during visual inspection: missing display window cover, scratched case, pillowing keypad overlay, stained keypad overlay, cracked battery tube threads, cracked case at battery tube side, and cracked case at corner of belt clip rails. Pump was cut open to perform visual inspection and found corroded pcba1, pcba2, force sensor, motor home switch, and keypad flex tail. The j1 connector on pcba1 was locked properly during visual inspection. The keypad overlay was removed to perform visual inspection and found no damage to the keypad traces or dome switches. The test p-cap locks properly into the reservoir compartment. Display anomaly-flashing mdt logo confirmed due to corroded pcba1 and pcba2. Alarm-keypad/button error unknown (stuck button alarm/error 61) due to flashing medtronic logo. Damage-moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged that the pump got wet, flashing medtronic logo display, and received stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported that pump was exposed to moisture but there is no visible fluid in pump. Pump did not expose to change in altitude. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.